Event description:
On 4/27/94, pt underwent l4-5 decompression, l5-s1 decompression and fusion from l4 to s1 using another co's instrumentation; and left iliac crest bone graft. X-rays obtained on 2/19/95 revealed that 2 sacral screws were broken. The surgeon suspected at that time that she may have developed pseudoarthrosis of the lumbo-sacral junction. The pt developed some persistent symptoms of this which worsened with time. On 5/15/95, she underwent removal of hardware. Broken screws were found at s-1 level and pseudoarthrosis at l5-s1.